Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the arms were turning red. Prior to contacting tse, the customer power cycled system, but error returned. Tse verified error #86 from the ipd on vision side cart (vsc). Tse walked caller through a hard power cycle and moving power cable to another outlet, but error returned on power up. Tse inquired if another vision side cart (vsc) was available, but customer stated the other vsc was not available. Tse was not able to assist further. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient care was not affected. The davinci robot was able to work and did the case without incident.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and was able to replicate the issue. The fse found the error log to show multiple 418 errors on the vision side cart (vsc) power supply but no 417 errors. The fse advised the staff to keep the vsc and the e-200 generator at separate outlets. The electrical safety tests were passed. The system was tested, verified and ready for use.